Manufacturer narrative:
(B)(4): the complainant reported two lot numbers (14056091,13881646), but was unable to identify which lot exhibited the reported condition: lot 14056091: manufacture date - 01/26/2011, expiration date - 01/20/2014. Lot 13881646: manufacture date - 11/08/2010, expiration date - 11/04/2013. (B)(4): the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 hot biopsy forceps was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure the forceps were positioned near the cecum, and while attempting to close the jaws to retrieve a biopsy sample, one of the jaws would not close. It was noted that the pullwire broke by the head of the forceps. No wires were seen protruding by the head of the device. It was noted that the physician did not report that the wire came off inside the patient. The forceps and scope were removed in tandem from the patient. Outside the patient, the forceps were cut and removed from the scope. The patient was rescoped. The procedure was completed with another radial jaw 4 biopsy forceps. Additionally, it was noted that the device was inspected and tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.